Event description:
Refer to medwatch 1219856-2008-00335 and 1219856-2008-00336 for first and second events involving the same pt. As soon as the catheter was inserted and the pump was started, blood was noticed inside the balloon lumen. After the event, the catheter and the sheath were exchanged with a zeon catheter and an arrow sheath. There were no further issues following the exchange.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.